Event description:
It was reported that during a low anterior resection procedure, the anastomosis was incomplete on the second day; test during op was ok. The surgeon converted to open. No further information is available. There were no adverse consequences for the patient. Received the following information on 4/15/2010: patient had to be reoperated 1-2 days after surgery due to an anastomotic leak. The bleeding was overstitched by hand. No information regarding blood transfusion. The health status of the patient is well. The surgery was done by experienced surgeon. The surgeons stated that the device functioned normal during surgery, no complications with the instrument, staple line was complete. Leakage test during surgery was ok. No further informations are available. Requested the following information on 4/20/2010: the initial event information states that, ¿the case was converted to an open. ¿ can you please confirm that the case was converted to open during the initial procedure and the patient returned 1-2 days later with a leak? Received the following response on 5/5/2010: I guess converted to open refers to the re-operation to fix the leakage.

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.

Event description:
The lay user/patient contacted lifescan alleging the meter does not power on. The issue was not resolved with troubleshooting. There were no allegations of harm or injury. Replacement products were sent to the patient.

Manufacturer narrative:
(B) (4). (B) (4). (Device b): (B) (4) devices (a) and (b) arrived sterile and in good visual condition. The breakaway washers were present and uncut and the devices were fully loaded with staples. The devices were tested for functionality using the original washers. The devices fired and formed all the staples as well as completely cut the test media and the breakaway washers without incident. The staple lines were complete and the staples were noted to have the proper b-formed shape. A batch record review was performed and no anomalies were found during the manufacturing process.

Manufacturer narrative:
(B) (4). (B) (4). (B) (6). Information received on 5/27/2010: asked, ¿what does ¿in situs¿ mean?¿ response, "they have found no staples in the abdomen during the re ¿operation."

Event description:
Received the following information on 5/26/2010: surgery was without any complication. The surgeon stated that the device fired normally; anastomosis was o.k.; test (blue and air testing) confirmed that the anastomosis was tight; the donut was perfect. The anastomosis was without tension. During re-operation 1 or 2 days after surgery, no staples were found in situs. The leakage was overstitched with sutures. Patient is fine. The surgeon is not blaming instrument; he does not know why the anastomosis leakage occurred. He is aware that there is a percentage of leakage after this kind of surgery where the cause for leakage is unknown and that this is described in literature. Case was open.